Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.

Event description:
It was reported that a patient underwent an orthopedic procedure on an unknown date in 2024 and barbed suture was used. When the suture was opened, it "fell apart". The suture material cracked and fell into pieces. The suture did not fall into the patient. The case was completed with a different box of suture. No patient harm was reported. No further information was provided.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 3/29/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found additional information: h3 investigational summary: the product was returned to ethicon for evaluation. The returned product determined that it was received, seven unopened samples that pertained to the product code sxmp2b412. In order to evaluate the condition of the returned samples, the packets were opened. During the visual inspection, three sutures were found degraded, which caused the sutures to be broken. In addition, the foils were examined, and inconsistencies were observed in the sealing area in three foils. Based on the information currently available, open seal was identified during the investigation of the samples received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Additional h3 investigational summary: the product was returned to ethicon for evaluation. The returned product determined that it was received, two samples that pertained to the product code sxmp2b412. During the visual inspection, the sutures were dispensed without problems and examined along the strand and no issues related to breakage sutures or anomalies were observed during the evaluation. The foils were examined and no anomalies in the seal area could be observed. The product code sxmp2b412 contains an absorbable suture. As the sample was received open, the exposure time to the environment cannot be determined. Per the conditions of the returned sample, the functional test could not be performed. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what may have caused the reported incident. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.